Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address limited range of motion and loosening of the tibial component at the cement to implant interface. Cement manufacturer is unknown. Update (B)(6) 2017: medical records received with der. After review of the medical records, the cement manufacturer is depuy. This complaint was updated on: july 18, 2017 update (B)(6) 2017: medical records have been reviewed. Device experience report indicates: the patient come into surgery with very limited range of motion. Upon exposure, the surgeon indicated that the femoral component was not internally rotated. The poly and femur component were removed, the femur appeared to be well fixed. The tibia was also removed and came out with ease, the cement was attached to the bone interface not at all still attached to the tibial component. The tibia, insert and femur were revised the patella was retained. Reportability remains unchanged. Updated on 7-19-2017.